Event description:
Stent was not deployed from within a video duodenoscope. Not identified during case. Scope was used for additional patients with unused/undeployed stent lodged in the channel. Stent became dislodged when cleaning scope on (B)(6) 2016. Stent had obviously not been planted, appeared to be unused in any manner. Unable to identify stent lot number. Scope was reviewed by clinical engineering for proper functioning, and now has been returned to pentax for review.